Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level. The customer declined the offer of goodwill cartridges, and it was noted that the pump was not under warranty.